Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented due to shocks. Upon review, it was discovered that inappropriate anti-tachycardia pacing and shocks had been delivered. In addition, the right ventricular (rv) lead exhibited high out of range pace impedances that were greater than 3000 ohms. The lead was suspected to be fractured and it was surgically abandoned and replaced. The lead was tested via a pacing system analyzer during the revision procedure which confirmed the out of range impedance observation. No additional adverse patient effects were reported.